Manufacturer narrative:
The insulin pump alarmed for a motor error constantly during the rewind due to a corroded motor home switch. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).